Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The following products below where visually inspected under magnification: 1. Co-t2316-s / 2.3mm x 16mm locking cortical screw, 2. Co-t2316-s / 2.3mm x 16mm locking cortical screw, 3. Co-t2316-s / 2.3mm x 16mm locking cortical screw, 4. Co-3140 / 3.5mm x 14.0mm cortical screw, 5. Co-3120 / 3.5mm x 14.0mm cortical screw, 6. Co-t2318-s / 2.3mm x 18mm locking cortical screw, 7. Co-t2318-s / 2.3mm x 18mm locking cortical screw, 8. Co-t2314-s / 2.3mm x 14mm locking cortical screw, 9. 3040-23012-s / 2.7 x 12mm l low profile hexalobe screw , 10. 70-0356-s / acu-loc® 2 vdr plt std l . As received, all returned screws were removed completely from the returned plate except the part number 3040-23012-s screw which was still stuck in the most proximal hole of the plate. All screws looked to be in decent shape with their laser markings clear and legible. They all had normal use damage from being implanted and removed. The part number 3040-23012-s screw had a broken driver tip stuck in the head recess which made it unable to be removed without further damaging the plate or the screw. The shaft of the part number 3040-23012-s screw had some more damage than the other screws likely from encountering dense cortical bone or encountering bony on growth. The screw would have encountered increased torque during removal causing the driver tip to fracture. However, no definitive conclusion could be made. Corrected data: investigation findings code (annex c) updated to 213, investigation conclusion code (annex d) updated to 4315.

Event description:
It was reported during a routine removal surgery, the tips of three (3) drivers broke.this prolonged the removal surgery by 30 minutes. No adverse patient consequences were reported. This report is related to report numbers 3025141-2023-00647, 3025141-2023-00648, 3025141-2023-00649, 3025141-2023-00651, 3025141-2023-00652, 3025141-2023-00653, 3025141-2023-00654, 3025141-2023-00655, 3025141-2023-00656, 3025141-2023-00657, 3025141-2023-00658, and 3025141-2023-00659 for the other devices involved in this event.

Manufacturer narrative:
Device evaluation is pending. A follow up report will be submitted upon completion of the investigation.